Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #1627487-2013-12875, reference MFR report #1627487-2013-12877. It was reported the pt experiences persistent pain at the ipg site due to the implant location. It was also reported the pt is experiencing painful stimulation as well as positional stimulation changes. An x-ray revealed the lead has migrated. The pt plans surgical intervention to address the issue.